Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 14 years, since the subject device was manufactured. Based on the results of the investigation, it is likely a broken cable caused the intermittent image with a communication failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (B)(4) was informed by the customer that the high definition autoclavable camera head has "loose contact at the bending protection of the plug; camera has an intermittent image. A cost estimate was sent to the customer. After clinical engineer approval, a technician appointment is scheduled for the repair at the customer site." No patient injury or harm was reported.